Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, on (B)(6) 2013, the patient underwent revision surgery in order to excise skin at the implant site. On (B)(6) 2013, the patient developed cellulitis at the implant site, and on (B)(6) 2013, the patient experienced recurring skin overgrowth and was treated with silver nitrate with skin excision. On (B)(6) 2014, it was reported that the overgrowth re-occurred, and the patient's abutment was removed and another manufacturers abutment was placed on the cochlear baha fixture.